Event description:
Philips received a complaint on the v60 ventilator indicating that the device had spontaneously turned on and then off. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that a nurse noticed that an unused ventilator spontaneously turned on and then off. After some time, the device issue repeated. The customer confirmed the device had not been in use, so there was no harm as a result of the observed issue. The device was reported to the hospital equipment department for repair. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was not available. The asp stated that the device was under maintenance and had not been returned to full functionality or use yet. The investigation is ongoing.

Manufacturer narrative:
Several follow-up attempts were sent to the authorized service provider (asp) requesting an update on the service of the device. The asp stated several times that the device had not been repaired and remained outside of use. The asp also provided that there was no plan by the customer to repair the device. Due to this, the record will be closed as device was removed from service. If the customer chooses to have the device repaired and communicates that information to philips, then the additional service for this device issue will be documented and reported. The investigation concludes that no further action is required at this time.